Manufacturer narrative:
Additional info: visual review identified approximately ~9mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified axial galling in multiple locations near the proximal tip and adjacent to the fracture surface, consistent with off-axis trajectory while under power. Concave fracture surface morphology suggests additional tensile load. Dimensional inspection confirms shaft diameter conforms to print specification. The above observations are consistent with off-axis trajectory of the instrument while under power, resulting in axial galling of the shaft until failure of the instrument.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c1-2 to treat an atlantoaxial subluxation. It was reported that the guidewire broke off during insertion. The fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.